Event description:
The ER hcp call and requested assistance with an itb pt that was bought by ambulance to the ER for a suspected overdose. The family stated the pt was unarousable, but never lost consciousness or stopped breathing. The programming strips from refill the previous day revealed a concentration change from lioresal 500 mcg/ml to 2000 mcg/ml; same daily dose of 240mcg. A bridge bolus was programmed and the parameters appeared to be appropriate. The bolus duration was 19 hrs, 30 mins at which time the pt would start to receive the new programmed rate which is slower. Per the hcp, the pt has improved significantly and according to the family appears normal. The pt was instructed to follow up with the refill hcp. A follow-up report will be sent if additional information becomes available.